Event description:
The fse reported precharge, fast stop and interlock failure error messages. These errors may result in a system lock up, no boot, or shut down situation depending on when they occur. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.